Manufacturer narrative:
Device (B)(4) relates to (B)(4) for the reported event of guidewire tip detachment. An original x-ray for this complaint was returned. Evaluation of the x-ray by global safety confirmed the event description that a piece of plastic detached in the pancreatic duct. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned complaint device revealed the distal tip to be damaged; approximately 4cm of the distal tip pebax coating had detached, exposing the corewire of the device. The guidewire was slightly scrapped at the distal section, however remnants of adhesive were found indicating that the pebax was properly attached to the corewire. No evidence of corewire fracture was noted and no damage was noted to the ptfe coating. The device appears to have been in contact with a sharp or metal object. The outer diameter (od) of the guidewire was measured at three locations where damage was noted; the guidewire was found to be within the od specifications. Based on the condition of the returned device, the complaint that the distal tip detached was confirmed. As the event occurred during the procedure and there were no alleged issues prior to device insertion, it is most likely that procedural or clinical factors such as interaction with other devices, handling of the device and condition of the treated lesion, contributed to the event. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a jagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) and a plastic prosthesis placement procedure of the biliary duct performed on (B)(6), 2011. According to the complainant, during the procedure, resistance was felt when introducing the guidewire. The physician removed the guidewire and noticed that a portion of the hydrophilic tip detached in the pancreatic duct; a small portion was noted along the duct. The procedure was completed with this jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) and a plastic prosthesis placement procedure of the biliary duct performed on (B)(6) 2011. According to the complainant, during the procedure, resistance was felt when introducing the guidewire. The physician removed the guidewire and noticed that a portion of the hydrophilic tip detached in the pancreatic duct; a small portion was noted along the duct. The procedure was completed with this jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.